Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had high thresholds and caused a perforation. The patient experienced shortness of breath and pre-syncopal symptoms. The patient underwent pericardial effusion draining, and the lead was repositioned. No further patient complications have been reported as a result of this event.